Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The unit present "error head" during patient treatment. Emergency drive has been used.

Manufacturer narrative:
The reported failure "head error" occurred during patient treatment. The device was directly involved in the event. According to the service order (B)(4) dated on 2020-12-18 a getinge service technician replaced the 70103.4051 rfc (rotaflow console) control board kit and the 70102.2161rotaflow drive. The rotaflow is working as intended again. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2020-01-20 and during investigation by the service department on 2020-01-22 the reported failure "head error" could be reproduced. Thus the drive was sent to the supplier emtec on 2020-02-09 for repair. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The product in question was produced in 2020-02-21. The device history record (DHR) of the rotaflow drive (material: 701022161, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-12-11. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).